Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this lead was inadvertently implanted in this patient's coronary sinus. A revision procedure was performed and the lead was explanted. A new lead was implanted in the patient's right ventricle. No additional adverse patient effects were reported.